Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. No specific measurements were provided. The surgeon stated the navigation system has been accurate before. Imaging protocol was provided, also detailed registration recommendations. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed: the customer's workflow to use a non-sterile frame in a sterile procedure is causing a frame to patient orientation change when the spheres are removed and replaced. Software is functioning as designed. Inaccuracy is caused by user error and replacement of spheres with sterile ones after patient registration/draping. Site has been trained on proper technique and warned that any movement of the frame after registration will cause inaccuracy. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Patient files/scans have not been returned to manufacturer for evaluation. Patient logs not returned.